Event description:
The physician was attempting to deploy a 2.25mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the rca. It was reported that the lesion exhibited 90% stenosis with little calcification. It was reported that the lesion was pre-dilated, and that the physician was unable to deliver the endeavor sprint stent to the target lesion. Force was used in an attempt to deliver the stent to the target lesion, however was unsuccessful. When the stent was removed from the patient, the stent was noted to be damaged. The lesion was pre-dilated again and another same sized stent was successfully deployed. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: raised stent struts confirmed.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device); patient condition affected effectiveness of the device (patient lesion morphology; 90% stenosis, and little calcification); failure to follow instructions (use of force during procedure). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 90% stenosis, and little calcification); user error contributed to event (use of force during procedure). (B)(4).